Manufacturer narrative:
The insulin pump alarmed motor error during the rewind process due to oily motor. The displacement test was unable to be performed due to motor error alarm. There was no unexpected reset to factory default on the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and motor error alarm on the insulin pump. Customer's blood glucose reading was 476 mg/dl. Customer treated their high blood glucose with samples. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they were unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.